Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 351 mg/dl. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the cartridge was changed to address the issue. Customer indicated manual insulin injections were available.